Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented after receiving a vibratory alert. Review of the device revealed the atrial lead exhibited high pacing impedance and was oversensing noise. The atrial lead was explanted and replaced. There were no patient consequences.